Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s spouse, on (B)(6) 2025, the patient experienced slight confusion and loss of consciousness. An ambulance was called and the patient was treated with IV glucose (two doses). At an unspecified time of the event the cgm was reading 5.1 mmol/l and the blood glucose reading was 2.0 mmol/l. At the time of the report the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.